Event description:
A customer reported that a catheter included in the accessory pack (used for administration of a local anesthetic agent) broke upon removal from the surgery site following an abdominoplasty. According to the clinician, a piece of catheter may have remained in the patient.